Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A customer reported the laser had trouble passing the fluence test. The laser stopped firing with 20% during a photo refractive keratectomy (prk) procedure. An internal error occurred at the start of the procedure. Some treatment shots were applied to the patient's right eye. Upon follow up, procedure was aborted due to high energy levels. After stopping the treatment, the patient was lubricated with sterile saline solution until a bandage contact lens was placed on the eye. Attempts were made to help fix the energy levels but no success. Service came out and fixed the laser and surgeon was able to completed prk on patient's both eyes without any complications the following afternoon. Issues are reported to be resolved.

Manufacturer narrative:
During technical onsite visit, the field service engineer (fse) verified the error message in the log file and message could be seen. The fse could not duplicate reported issue. However, the fse replaced a sensor and a board as a preventive measure. The fse verified the system to meet specification. The root cause could be determined conclusively. (B)(4).